Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2000 ohms, and elevated right ventricular (rv) pacing impedance measurements which were not out of range. Other lead measurements were good. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was provided which reported that troubleshooting was performed and nothing was noted. No actions were being taken and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the shock impedance measurements were 125 ohms, and the rv pacing impedance measurements were greater than 2000 ohms. This was discussed with the health care professional (hcp). No adverse patient effects were noted. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the shock impedance measurement alert was increased. It was noted that all other measurements were fine when the patient was checked. No adverse patient effects were noted. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
This report is being filed to update evaluation coding.